Event description:
Chemical mattress activated before putting the baby back in isolette, the isolette was kept warm at 25 celsius manual mode. Unable to obtain temp. Back to nicu, still unable to obtain thermometer, noted chemical mattress was not warm. Transport vent machine vent does not have heater and infant was in MRI for almost 3 hours. Thermal mattress was not warm after cracking seal resulting in infant's low temperature. Care team spoke to a witness rn, who noted the thermal mattress was cool to the touch when the infant was back in the nicu from MRI, but the mattress was activated in MRI. Educate staff to check that the thermal mattress is warm once activated. We were unable to replicate this event but have noted the mattress lot number and submitted a medsun request for evaluation. Rn was educated on appropriate thermoregulation as a manual temp of 25 degrees celsius is lower than our ambient air temperature. The lowest temperature the bed should be set to is 28 degrees prior to open crib. Product: transwarmer infant transport mattress. Reference: 20421. Lot: il504.